Event description:
It was reported that the handpiece began overheating during an orthopaedic surgery. The procedure was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion in the motor and saghead, as well as, problems with the rotor bearing. The motor, press plug, rotor bearings, and sag head were each replaced along with other components. Service repaired and returned the device to the customer.